Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient was out of the country last week and their pump was beeping. The patient thought the medication had run out, but when they went in on (B)(6) 2025, the healthcare provider (hcp) told the patient the pump was stalled on (B)(6) 2025. The patient confirmed that they were not around strong magnets or medical equipment. The patient stated their hcp told the patient to call the manufacturer and report the occurrence.